Manufacturer narrative:
Eval summary: the product was evaluated by the mfg engineer and a product development engineer. All parts were made to specification and there were no signs of misuse of the product.

Event description:
Post operative x-ray revealed broken screw.